Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a pacemaker replacement due to normal battery depletion, pacing impedances on this right ventricular (rv) lead were noted to be low out of range when connected to the new device. It was determined that there was damage to the lead insulation. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.